Event description:
It was reported that an insulation breach was observed on the right atrial lead. The lead was removed and replaced.

Manufacturer narrative:
Final analysis found that the lead was cut and returned in two pieces. Multiple surface abrasions were noted along the lead body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.